Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: one sample was received for evaluation. It came in a plastic bag, and it has the syringe barrel missing, no other defect was observed. At the plunger rod labeler process, we have a sensor that is challenged at the shift start. When the machine stops and restarts again, it may have a missing barrel label and escaped; there are no additional controls to detect it. Based on the investigation and with the sample analysis, the symptom reported by the customer is confirmed. A device history review could not be completed as no batch number was provided. Investigation conclusion: complaints received for this device and reported condition would continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. Since the lot# is unknown no complaint history for the lot can be performed. The history of this product was verified the complaints from 2018 to jun2020. During this period, we had two complaints in december 2019, this is the third complaint. We will continue monitoring the trend of this product root cause description: when the machine stops and restarts again it may have a missing barrel label and escaped; there are no additional controls to detect it. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 5ml saline fill ce label was missing. This was discovered before use. The following information was provided by the initial reporter: no labelling on syringe.